Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose (bg) level was 50 mg/dl. The cause of the low bg was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding bg; however, no additional information was provided. Reportedly, the customer had manual injections as alternate insulin therapy.